Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were charging their implanted neurostimulator today and saw a message that said they needed a new battery. Agent asked, patient didn't know the exact message. Patient said they were able to charge the controller to 100% without issue. Agent had patient reset the controller and inspect the controller port, battery compartment, and recharger plug/cord, but no visible damage was detected. Patient then started a charging session of their implant and was able to start charging with excellent quality; controller was 90% and implant was 90%. Patient said before the message came up, they had been stuck at 90% ins charge for a long time. While on call, the ins progressed to 100%. Agent advised they monitor the issue and take down messages if they come up again in the future.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating information from previous call and that the issue was not resolved. Patient mentioned that they got the error message yesterday and today; patient added the error message was batteries low replace controller batteries soon. Patient noted the error message pops up when patient is charging the implant. Agent sent a request to repair to replace the recharger.